Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the image intensifier power supply needed to be replaced. The customer decided to have a 3rd party replace the power supply. No conclusion can be drawn as repair info is not available.